Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be telemetered. Visual inspection of the device case and header noted not anomalies. Attempts to communicate with the device was unsuccessful. The device case was opened, and internal visual inspection looked normal. The battery voltage was measured at 1.556 volts which is too low to provide communication during telemetry. The battery was removed and sent for detailed analysis. Detailed battery analysis found that the batter was depleted with no battery-related issued identified. There was no evidence of component failure. The safety mode was due to a depleted battery however the cause of the battery depletion could not be established.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.